Event description:
Diabetic ketoacidosis, a diabetes nurse reported that a pt uses a novopen 3 to administer actrapid penfill (fast-acting human insulin) due to diabetes mellitus, deveoped diabetic ketoacidosis and was hospitalized. The nurse stated that the most plausible explanation for the diabetic ketoacidosis was that the pt had failed to receive the appropriate insulin dose as a result of a crack in their pen cartridge. It is unk whether or not the pt has recovered.